Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that about 4 weeks prior to date of report, he had experienced a hypoglycemic event. Patient claims the cgm value was higher than his bg value at the time of incident, but did not provide further details. Patient's hypoglycemia occurred during a hike and led to him becoming unconscious. The paramedics were called. Upon arrival via helicopter, the paramedics administered IV glucose to revive patient.